Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Interrogation revealed the implantable cardioverter defibrillator reached elective replacement indicator. Premature battery depletion was suspected. The patient was stable throughout.